Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color. When the device was removed, manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire cowling of a 5f exoseal vascular closure device (vcd) did not lock against the handle assembly with a crisp sound. The indicator window never changed color. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. When the device was removed from the patient, the indicator wire loop was half-deployed. Manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The patient's bmi was not greater than 40. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found fully deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard was locked with an audible click, and a deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with full depression of the deployment lever, achieving the indicator wire retraction, and expected plug deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) no audible click and indicator wire deployment difficulty¿ was not observed through analysis of the returned device. The indicator wire was received fully deployed with no anomalies. The guard was received unlocked, however, functional analysis demonstrated successful locking of the guard with an audible click. No anomalies were noted to the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the indicator wire cowling of a 5f exoseal vascular closure device (vcd) did not lock against the handle assembly with a crisp sound. The indicator window never changed color. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. When the device was removed from the patient, the indicator wire loop was half-deployed. Manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The patient's bmi was not greater than 40. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Component and malfunction codes changed from "844 - indicator/2292-defective component" to "844 - indicator/463 - guidewire/1157 - difficult or delayed positioning" additional information is pending and will be submitted within 30 days upon receipt.